Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device misfired after firing (3) clips. There was no pt consequence. There are no other details available.